Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s fluid overload, numbness, anemia (low hemoglobin) or associated hospitalization.

Event description:
In follow up, it was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to fluid overload, numbness in her mouth and fingertips with low hemoglobin. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. In the follow-up, it was reported this patient was hospitalized on (B)(6) 2024 following these reported diagnoses and symptoms. There was no indication the patient experienced any of these symptoms on or around the time of a pd treatment. The patient was able to undergo pd therapy via an unreported modality during this admission. As of the follow-up, the patient remained hospitalized.